Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens and the lens would not unfold in the eye. The lens was removed and replaced without any pt injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed there was no visible damage to the lens. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order. Conclusion: (no conclusion can be drawn): based on the complaint history, the work order search and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.